Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention for bleeding. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports having to seek medical intervention due to bleeding at the pod infusion site (leg), while wearing the pod between 24 and 36 hours. The patient applied a new pod prior to going to their clinic. Once at the clinic the patient was treated with a chemical for 15 minutes to block external blood flow at the pod infusion site. The patient was at the clinic for 3 hours.